Manufacturer narrative:
It was reported that a revision surgery was being performed due to fracture and pain. The claimed article was an unknown sl-plus stem, which intent use is in treatment. The device wasn't revised, the fracture was healed using cables. Clinical/medical documentation wasn't provided, it is not clear in which area of the hip the fracture occured. Furthermore no batch number was communicated. A thorough batch related device history and complaint history review couldn't be performed. At that time of investigation, it will be assumed that the fracture occurred due to the patients fall like communicated. Nevertheless, s+n will monitor this device for similar issues. Should additional information get available, the issue can be re-assessed

Event description:
It was reported that a revision surgery was being performed due to fracture and pain the cause was patient's falling. It's unknown if there was a delay. Injury to the patient reported. The devices were not removed but cable has been implanted to resolve this issue.